Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the stopper was partially damaged. There was no report of patient impact. The following information was provided by the initial reporter: the rubber of the plunger partially dislocated during the sampling.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the stopper was partially damaged. There was no report of patient impact. The following information was provided by the initial reporter: the rubber of the plunger partially dislocated during the sampling.